Event description:
It was reported that a patient experienced a low blood glucose event at school after multiple unsolicited meal announcements were entered, and the caregiver was advised that the ilet requires explicit meal announcements to deliver meal insulin and cannot autonomously give meals. Symptoms included hypoglycemia with a reported glucose nadir of 20 mg/dl. Outcomes included recovery to a normal glucose range after treatment with fast-acting carbohydrates. Investigation included troubleshooting and user education regarding correct meal announcement practices and appropriate treatment for low glucose. Investigation of this case revealed user-related factors, including likely inappropriate or unnecessary meal announcements. It was concluded that the device performed as designed and that the event was attributable to use error. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.